Event description:
On (B)(6) 2011, pt reported approximately 100 units of insulin leaked into the cartridge compartment of the infusion device 2 weeks ago. Pt reported the piston rod has not been able to advance past 140 units and the infusion device has displayed ongoing e6 mechanical errors since then. Pt was using a lithium battery and was advised on the correct battery type. She changed the battery and attempted to complete a cartridge change during the troubleshooting call. An e6 mechanical error appeared when the piston rod reached 140 units. The insulin leakage occurred during use, and she noticed this when she looked at the infusion device to bolus. She cleaned the cartridge compartment with a cotton swab. The adapter was in use for 3 months and the cartridge and infusion tube (competitor's product) are changed every 3-4 days. Pt was unable to determine the source of the leak. The infusion device and adapter were replaced and requested for eval. The cartridge was discarded and will not be returned for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.